Event description:
The reported description notes that the bedside monitor failed to produce an audible alarm in response to a change in the patient's status outside of the preconfigured patient monitor limits.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor failed to produce an audible/visual ventricular tachycardia alarm. In this case, the customer states the networked central monitor produced a visual/audible alarm. The customer was unable to state the exact time of the incident - referring to a time between 18:00 and 20:00 on (B)(6) 2012. The patient was successfully resuscitated and no serious injury, however there was emergent care to prevent serious injury or death (resuscitation). The cited bedside monitor was evaluated by philips engineering using approved simulation testing. The bedside monitor's speaker volume setting at the time of the incident is unknown. No product malfunction was identified. The patient's monitor speaker is functional and operating per manufacture specifications. The bedside monitor was returned back to the customer after this assessment for continued patient monitoring. The central monitor's diagnostic logs (reflect the bedside and central monitor's alarms) were reviewed upon receipt. Only red high priority alarms and red alarm silence actions are recorded as long entries within the central monitor's diagnostic logs. Yellow and inop alarms are not recorded within either the bedside or central monitoring diagnostic logs. The log entries from the central monitor's log on (B)(6) 2012 between 18:28:31 and 19:50:55 indicate that the networked central monitor produced multiple high priority alarms sent from the bedside monitor. These included ventricular tachycardia, apena, bradycardia/tachycardia and asystole alarms. From 18:28:31 to 18:36:01, a succession of these high priority alarms occurred until the alarms were suspended by the user at the central monitor at 18:36:01. At 18:39:05, the alarms were no longer suspended after the preconfigured pause period time had lapsed. High priority alarms continued until 19:50:55. A customer's letter with the results of this investigation was sent. No product malfunction identified. The cited bedside monitor was determined to be performing in accordance with manufacture specifications. The bedside monitor's speaker volume setting at the time of the incident is unknown. The networked central logs indicate the bedside monitor was generating multiple high priority alarms around the reported time of the event; a user at the central station was either silencing or suspending the alarms. Either silencing or suspending alarms will stop the alarming, and suspending alarms will prevent any additional alarming for a configured timeout. This was a user misunderstanding where one clinician was acknowledging alarms and another clinician did not understand they were being acknowledged. The central monitor logs (record only those user actions at the central monitor) do show that the user responded to some of the high priority patient alarms. No further investigation or action is warranted.